Event description:
The customer reported charger failed messages, kv on in errors, and hearing a loud bang at time of error. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator battery was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.